Event description:
Boston scientific received information that during a device change out this defibrillation lead was noted to have an insulation tear and was repaired by the physician. It was also reported that during defibrillation testing the first shock was a type two break. The lead was tested a second time at 26 joules with a clean break.

Manufacturer narrative:
No adverse patient effects were reported. Information suggests this lead remains in-service. Should additional information become available this event will be updated.